Event description:
It was reported that the ventilator generated a technical error code indicating a power error. It is unk whether the occurrence was during pt treatment but it has been confirmed that there was no pt injury. (B)(4).

Manufacturer narrative:
A service engineer has been on site and started the investigation. A supplemental report will be sent when the investigation is completed.